Event description:
Medical interpretation: multiple x-rays and MRI scans of patient after l4/5 transforaminal lumbar interbody fusion (tlif) for spondylolisthesis. Nonunion is apparent with apparent gas diversity, sclerosis of endplates, some reabsorption of graft material. All scans are midline making assessment of screw fixation difficult.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a device was implanted in a patient in an unspecified spinal procedure. It was reported that a patient developed bone erosion post-operatively at the l4-5 levels.